Event description:
It was reported that during interrogation, the right ventricular (rv) lead was noted to have exhibited r-wave amplitude variation and failure to capture. The patient then presented for a lead replacement procedure. During the procedure, fluoroscopy revealed a dislodgement of the rv lead. The lead was attempted to be repositioned and it was noted that the wire could not be advanced. The lead was explanted and replaced. The patient was in stable condition.